Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient experienced high blood glucose on (B)(6) 2026. The patient reported no delivery alarm. The blood glucose level was high, and the patient was treated with insulin pump and infusion set change. No further information is available.